Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported, customer bought new pumps, upon implementing pumps the nurse removed the tubing from current pumps and put in new pump. Immediate ail alarm. Happened over and over again with a few pumps. I am sending in 3 diff lots of tube sets. Please check all and determine if this is a tubing issue. It is likely that they were using the pump sets ending in 44 when this issue happened.